Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: -tried to follow up previous times with the same surgeon but without success. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure? Other relevant patient history/concomitant medications product code and lot number? Will product be returned? Return date, tracking information? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the mesh erosion first noted by a physician? Please provide a date and surgical findings of re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. The patient experienced mesh erosion into vagina, mid urethral portion; 2bct4s1. Eroded mesh was causing pain with intercourse and excision of eroded portion of mesh was performed under general anesthesia. No further information is available.